Event description:
Pump not working. "S.82050 lot." Pt was able to finish infusion manually. Pump will be replaced. No other information known. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? No injury. Is the actual device available for investigation? Yes. Did the patient have a backup device they were able to switch to? Please also provide the pump serial number, expiration date, and manufacturer. Yes used manual push. Freedom 60 pump, (B)(4) expiration unknown. Reported to cvs/caremark by pt/caregiver.